Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been off their insulin pump since last night. They took off the battery. They were treating with manual injections. When they inserted the battery back in the insulin pump they received a battery out limit alarm. The device was alarming at the time of the call. Troubleshooting was performed for the battery out limit alarm. They were assisted with clearing the alarm. The customer¿s blood glucose level during the incident was over 600 mg/dl. The customer stated they had symptoms such as nausea and was very tired. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly during test noted.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly during test noted.